Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay on a direct tested nasal swab sample on (B)(6) 2022. Two at home tests (brand unknown) and a pcr test (platform unknown) were performed (B)(6) 2022 which all generated negative results. The patient was reported to have had a mildly scratchy throat and was sent home with no further action taken.

Manufacturer narrative:
Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m180994 with internal positive quality control samples and negative quality control swabs. All test results were run in duplicate, were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m180994, test base part number 190-430 / lot: m180994. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m180994 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.